Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One brk transseptal needle was received for evaluation. The needle had been bent near the distal end. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage remains unknown.

Event description:
Related manufacturing reference: 3005334138-2024-00378. During a supraventricular tachycardia procedure, material integrity issues resulted in a procedural delay. While performing the atrial septal puncture, it was noted that the needle tip was bent and the sheath tip was frayed. The devices were both replaced and the procedure was completed with no adverse consequences to the patient.